Event description:
A malfunction alarm was reported for the customer's pump with the malfunction code malf 16. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and a replacement pump will be sent. Technical support confirmed the shipping address and provided instructions for putting the current pump into storage mode prior to returning it using a pre-paid label.